Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the hotline fluid tubing was leaking at the connection point between the two locking tabs and the socket. To ensure it was not a problem with the blood warming machine, the nurses tried two additional machines, but the leak persisted. However, when they switched to a new tubing set, the issue was resolved, indicating that the original set was defective. There was no patient involvement, and no patient harm/adverse event reported.